Manufacturer narrative:
Our investigation has been finalized. According to the information provided by the technician, the unit passed pre-use check without any failure and no parts have been replaced. Unit has been returned for clinical use. This record was decided to be reported based on available information, as the initial description might have underlying causes which represent a reportable event. No device logs have been obtained. The cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator generated an alarm. There was no patient harm. Manufacturer's ref. #: (B)(4).